Manufacturer narrative:
Patient information not provided/unknown. (B)(4).

Event description:
It was reported that the implant (tsvtb11) was missing from the vial. The procedure was able to be completed.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. A visual inspection confirmed that the implant and mount were not inside the packaging. Only the carrier and cover screw were returned. The seal of the vial was noted to be broken, and the tamper ring was missing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. A singular cause cannot be determined. (B)(4).